Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a significant hypoglycemic event while using the ilet bionic pancreas, with the customer noting that an ambulance was called and that re-education on recognition and treatment of low glucose and meal announcements was planned. Symptoms included hypoglycemia consistent with low blood glucose. Outcomes included emergency medical response without documented hospital admission. Investigation included outreach to the patient for event details and collection of blood glucose and hospitalization information, along with initiation of a customer care case. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported and user education needs identified regarding low treatment and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.